Event description:
Attorney reported: on (B)(6)2008, patient underwent surgery for repair of a ventral hernia. On (B)(6)2008, patient underwent surgery because of continued pain to remove the mesh. Patient's surgeon found that the mesh had migrated away from the abdominal's wall and adhered to patient's omentum. The mesh was removed in its entirety. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.